Event description:
Boston scientific crm received info that the markers observed on the electrogram did not make sense with the pt's rhythm. Loss of right atrial and ventricular capture were identified. The impedance measurements were good. It was reported that the leads will be revised. No other info has been provided as to the disposition of this lead or any intervention performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Loss of capture with no surgical intervention.